Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that, to their knowledge, the shocking issue had resolved. The doctor¿s office had not heard back from the patient. This had been confirmed. No further diagnostics had been done at this point. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient reports occasional events where the device shocks the patient at a high intensity randomly. Patient did not know how many times these events happened but did say more than once. It shocks and then stops at random. Patient did not know date the issue began, but reports a fall 3 months prior to the events happening. Lead impedance was checked and intact. Patient was changed from program 2 to 3 and given instructions to call if events continue to happen. She was given instructions on how to turn down and turn off the stimulation. She has a follow up appointment with dr baron who has already seen her for this same issue in a month. At the time of the report the issue was resolved. No further complications were reported or are anticipated.